Event description:
Event description guidant received information that this implantable lead displayed an out of range atrial impedance. Atrial intrinsic measurements could not be obtained. The patient has an intrinsic rhythm. Additional information was received stating the lead was surgically abandoned becuase of high impedances.